Event description:
It was reported that the rate on the external pulse generator was unable to be changed. The lock/unlock key was used but had no effect. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Encoder flex is damaged; pins are bent. Flex was also not inserted into the connector properly. Lcd (liquid crystal display) and lead flex cover are contaminated. Battery contacts are compressed. Ring and serial number label are missing. Keyboard cosmetic issue (dust underneath keyboard).